Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of auto mode switch via merlin.net. Review of the egm revealed far r-wave oversensing on the atrial channel. Programming changes were recommended.